Event description:
A malfunction alarm labeled as "malf 0" was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which they acknowledged and understood.